Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that they received a battery out limit alarm. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 42 mg/dl at the time of incident. The customer's blood glucose was 238 mg/dl at the time of call. The customer stated that they had high blood glucose of 518 mg/dl. The customer stated that they treated the high blood glucose by bolus. The customer stated that the batteries were not out greater than duration allowed by the insulin pump. The customer stated that the insulin pump was not blank at the time of call. The insulin pump will not be returned for analysis.